Event description:
As reported by our edwards lifesciences field clinical specialist, a patient with a 9600tfx 26mm sapien 3 transcatheter valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of approximately 4 years and 11 months due to severe aortic stenosis and paravalvular leak. Patient was reported as stable after the valve in valve procedure.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted in the patient.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The 3mensio was provided and following observations were made: the valve appears to be fully expanded with calcification noted on leaflet. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification and paravalvular leak were confirmed based on provided imagery and/or medical report. As reported, approximately 4 years and 11 months post implantation of a 9600tfx 26mm sapien 3 transcatheter valve in the aortic position, the patient underwent a valve in valve procedure due to valve calcification (CT) and paravalvular leak (2d echo). An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigation's have been implemented. Additionally, per the technical summary, there is no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, patient had history of chronic kidney disease, diabetes, hyperlipidemia. All these patient's comorbidities are well known risk factors for tissue calcification. As such available information suggests patient factors (pre-existing co-morbidities) may have contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. However, without further information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on medical records received. The following sections of this report have been updated: additional information added to a4, additional information added to b5, additional information added to b7, corrected h6 health effect-clinical code, corrected h6 device codes. Investigation is ongoing.

Event description:
Additional information received via medical records from the hospital indicate the stenosis 9600tfx 26mm sapien 3 transcatheter valve was due to calcification. A CT scan performed approximately one month prior to the valve in valve procedure reported that the sapien 3 valve had calcified leaflets, with 2 foci of calcifications at the level of the left coronary cusp annulus protruding in the left ventricle outflow tract. There was also circumferential calcification at the sinotubular junction and severe mitral annular calcifications observed. Prior to the valve in valve, the patient was experiencing worsening shortness of breath of recent onset. The patient was admitted for hemodialysis prior to scheduled transcatheter aortic valve replacement with a 23mm sapien 3 ultra valve within 26mm sapien 3 valve via right transfemoral approach. The patient tolerated the valve in valve procedure well and is doing very well postoperatively.